Event description:
The recipient was playing, fell and hit the left side of his head. Since then, there was no hearing perception with the left side device. There was no swelling or edema over the implant side. The family performed trouble shooting of the equipment but could not resolve any issue. Troubleshooting of all external equipment was completed also by the audiologist. Recipient was re-implanted on (B)(6) 2019 with a device from other manufacturer. This report refers to 9710014-2019-00496. For further information please refer to this report.